Event description:
It was reported that a catheter revision was done on the date of the report. The reporter stated there was nothing wrong with any of the products; they just wanted the catheter higher in the spine. The pump system was being used to infuse morphine (unknown). No outcome or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Upon additional review, it was determined there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).